Event description:
Surgeon was using the ablation device in a shoulder arthroscopy procedure when he noted that a piece of insulation had become detached and was present in the joint space. He used the suction and a grabber to remove it. He then noted a second piece of insulation in the joint space, and removed that also. Surgeon reported that all debris was removed from the joint space, as evidenced by the fact that he was able to piece the device back together so that it appeared whole. Surgeon stopped using the device and switched to an alternate piece of equipment. Dates of use: (B)(6) 2010. Diagnosis or reason for use: shoulder procedure.